Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 300 mg/dl. The customer state that the insulin pump did not power on. The customer's mother stated that the insulin pump has a blank screen, and she was not willing to troubleshoot. Advised the customer revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.